Event description:
Additional information was received that stated, due to sudden release of lens from injector/cartridge a posterior capsular tear occurred. Contributing pt condition "dense cataract." The cause of the posterior capsular tear was caused by the cartridge. The pt's pre-op best corrected visual acuity 20/40 with a pre-op refraction =300 sph. Post-op best corrected visual acuity 20/count fingers. Post-op refraction -2.00=1.00x165

Event description:
It was reported that the surgeon inserted a aa4204vf plate silicone lens. The pt's posterior capsule tore during insertion of the lens. The lens was removed and a vitrectomy was performed. Surgery was completed using a three piece lens. Additional information has been requested from the user facility but none has been forthcoming.